Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient could not establish communication with the ipg using three charging systems. One of the charging systems indicated an error with the patient's ipg. The programmer displayed a 'ipg battery low, stim off' message. Follow-up identified the patient will undergo surgical intervention to address the issue.